Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the compromised force sensor alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during manual prime. Customer was disconnected during prime. Customer's blood glucose was 17.6 mmol/l at the time of the incident. The pump was not bumped or dropped. There was no water contact and the drive support cap was not damaged. Customer did not press the cap while connect. Customer was advised that the insulin pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.